Manufacturer narrative:
H4: the device was manufactured from october 14, 2020 - october 15, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of the small leak inside the bag was found to be slightly untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/10/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered at the hospital after filling, during storage. There was no patient involvement. No additional information is available.